Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("persistent pelvic pain") in a 32-year-old female patient who had essure (ess205) (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included obesity, hypertension and obstructive sleep apnea syndrome. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). On (B)(6) 2009, 10 months 25 days after insertion of essure (ess205), the patient experienced gardnerella infection ("gardnerella"). On (B)(6) 2009, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal infection ("vaginal infection"), depression ("depression") and trichomoniasis ("trichomonas"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased, ovarian cyst, trichomoniasis, gardnerella infection and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, gardnerella infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, trichomoniasis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:event abnormal vaginal bleeding, menorrhagia, vaginal infection, depression, device expulsion, dysmenorrhea, dyspareunia, weight gain, cyst, essure confirmation test not done,trichomonas, gardnerella added. Lot number,concurrent condition,reporters,expiration date added. Insertion date of essure was updated to (B)(6) 2008 from (B)(6) 2005. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("persistent pelvic pain") and ovarian cyst ("ovarian cyst") in a 32-year-old female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included obesity, hypertension and obstructive sleep apnea syndrome. Concomitant products included hydrocortisone, ibuprofen and lisinopril. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2009, 10 months 25 days after insertion of essure, the patient experienced vaginal infection ("vaginal infection") and gardnerella infection ("gardnerella"). On (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), depression ("depression"), trichomoniasis ("trichomonas") and abdominal pain ("abdominal pain"). The patient was treated with solpadeine (tylenol 1), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (one side removal of fallopian tube)on (B)(6) 2009) and surgery (oopherectomy(one side removal of ovary)). Essure was removed. At the time of the report, the device expulsion, pelvic pain, ovarian cyst, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased, trichomoniasis, gardnerella infection and anxiety outcome was unknown and the migraine, headache and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, gardnerella infection, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, trichomoniasis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: according to previous follow up in product tab ongoing was ticked and also in product- event details tab drug withdrawn was mentioned. Discrepancy noted as per pfs : if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No essure removal: if you have not had your essure removed, are you currently planning for essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received. Events added: migraines, headaches, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("persistent pelvic pain") in a 32-year-old female patient who had essure (ess205) (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included obesity, hypertension and obstructive sleep apnea syndrome. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). On (B)(6) 2009, 10 months 25 days after insertion of essure (ess205), the patient experienced gardnerella infection ("gardnerella"). On (B)(6) 2009, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal infection ("vaginal infection"), depression ("depression") and trichomoniasis ("trichomonas"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased, ovarian cyst, trichomoniasis, gardnerella infection and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, gardnerella infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, trichomoniasis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain') and ovarian cyst ('ovarian cyst') in a 31-year-old female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included morbid obesity, hypertension and obstructive sleep apnea syndrome. Concomitant products included paracetamol (acetaminophen) for migraine as well as hydrocortisone, ibuprofen and lisinopril. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2009, the patient experienced gardnerella infection ("gardnerella"). On (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), trichomoniasis ("trichomonas"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with anilides, metronidazole (flagyl) and surgery (hysterectomy (full)/ salpingectomy/ oophorectomy, hysterectomy, salpingectomy (one side removal of fallopian tube)on (B)(6) 2009 and oophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved, the ovarian cyst, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased, trichomoniasis, gardnerella infection and anxiety outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, gardnerella infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, trichomoniasis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: according to previous follow up in product tab ongoing was ticked and also in product- event details tab drug withdrawn was mentioned. Discrepancy noted as per pfs : if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Essure removal: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient received treatment for pain, migration and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc (product technical complaint). On 2-apr-2019: plaintiff fact sheet received- new reporter and treatment drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain') and ovarian cyst ('ovarian cyst'). In a 31-year-old female patient who had essure (batch no. 627294), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included: acetaminophen for migraine. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not done". The patient's concurrent conditions included: morbid obesity, hypertension and obstructive sleep apnea syndrome. Concomitant products included: hydrocortisone, ibuprofen and lisinopril. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2009, the patient experienced gardnerella infection ("gardnerella"). On (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), trichomoniasis ("trichomonas"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with anilides, metronidazole (flagyl) and surgery (hysterectomy (full), salpingectomy, oopherectomy, hysterectomy, salpingectomy (one side removal of fallopian tube) on (B)(6) 2009, and oopherectomy(one side removal of ovary)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved. The ovarian cyst, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased, trichomoniasis, gardnerella infection and anxiety outcome was unknown. And the migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, gardnerella infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, trichomoniasis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: according to previous follow up in product tab ongoing was ticked. And also in product, event details tab drug withdrawn was mentioned. Discrepancy noted, as per pfs: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Essure removal: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient received treatment for pain, migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 47.8 kg/sqm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, extension of expected date of next report. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain') and ovarian cyst ('ovarian cyst') in a 31-year-old female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen for migraine. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included morbid obesity, hypertension and obstructive sleep apnea syndrome. Concomitant products included hydrocortisone, ibuprofen and lisinopril. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2009, the patient experienced gardnerella infection ("gardnerella"). On (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), trichomoniasis ("trichomonas"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with anilides, metronidazole (flagyl) and surgery (hysterectomy (full)/ salpingectomy/ oopherectomy, hysterectomy, salpingectomy (one side removal of fallopian tube)on (B)(6) 2009 and oopherectomy(one side removal of ovary)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved, the ovarian cyst, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased, trichomoniasis, gardnerella infection and anxiety outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, gardnerella infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, trichomoniasis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: according to previous follow up in product tab ongoing was ticked and also in product- event details tab drug withdrawn was mentioned. Discrepancy noted as per pfs : if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No essure removal: if you have not had your essure removed, are you currently planning for essure removal? Yes patient received treatment for pain, migration and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " gen. Abnormal bleeding, back pain, uti, bladder or urinary problems changes" were added. Outcome of events " pain, bleeding, bladder or urinary problems changes,migration" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.